Event description:
It was reported that a user experienced fluctuating blood glucose while using the ilet, including verified lows and highs, did not perform infusion set or supply changes during hyperglycemia, did not confirm cgm readings with fingersticks during extremes, had recent illness and stress, and had recently increased dose of a medication they were taking. The user elected to stop ilet use and transition to mdi pending additional training. Symptoms included hyperglycemia and hypoglycemia with reported nadirs in the 40s mg/dl and peaks up to approximately 400 mg/dl. Clinical health effects included sweating, dry mouth, lethargy, dizziness, and sleepiness. Outcomes included user-initiated discontinuation of pump therapy and education with scheduling for additional training. Investigation included technical support review of reported data and user coaching on ketone testing, sensor verification with fingersticks, supply change practices, and consideration of medication and illness effects. Investigation of this case revealed user technique and adherence issues, possible cgm-reading reliance without confirmation, and potential confounding from intercurrent illness and medication change; no device malfunction was identified. It was concluded that the event involved hyperglycemia and hypoglycemia with cause unclear and user-related factors, and the user will pursue additional training. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.